Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6a, d6b, g.1, h.6.

Event description:
Patient representative reported patient underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms related to alcl and fear of alcl including: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl and other emotional injuries,¿ ¿pain,¿ ¿burning sensation,¿ ¿itching¿ and ¿lumpiness.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿disfigurement,¿ ¿panic disorder, post-traumatic stress, significant weight gain, irritable bowel,¿ ¿chronic gastrointestinal upset, diarrhea/nausea/vomiting on an ongoing basis; post-operative complications including kidney infection,¿ ¿depression,¿ ¿chronic insomnia¿ ¿rashes,¿ ¿tissue damage,¿ and ¿chronic headache;¿ these events are not related to the device. Device was explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain, swelling, anxiety, implant rotation, hard spot on their left chest," and "swollen lymph nodes throughout their body." Patient additional reported "chest pain & burning, capsule had been detached from their body, fatigued, gotten kidney infections, and uti's, rash on their breasts, abdomen and legs, rash on their face that looks like a cold sore, night sweats, unexplained hair loss, heart palpitations, htn, acne, tingling and numbness in arms and hands, neck and back pain, fiber cyst, acid reflux x 5 years, and 50 pound weight gain over two years;" these events are not related to the device. Device remains implanted.